Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose over 400 first time, and over 500mg/dl second time. The father stated that the customer woke up in the morning with high glucose level and was throwing up. The father stated that it was her fault as she was not giving herself insulin. Troubleshooting was not performed as caller did not have the insulin pump available at time of call. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had cracked display window corner, scratched lcd window, cracked belt clip slot a battery tube threads area, cracked reservoir tube lip and window.